Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30097558l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: biosense webster, inc. Product: smartablate generator, catalog #: unknown, serial #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, medication and surgical intervention. During the procedure, when completing a cavotricuspid "ishmus" (cti) line after the afib portion of the procedure was done, a steam pop was heard by the physician. Ablation was stopped, and there was a decrease in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Fluid and medication support was provided. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the operating room (or) to have open heart surgical repair. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to the steam pop which results in a perforation. No error messages were observed on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop issue was assessed as not reportable. Steam pop is a normal physiological reaction of the tissue.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6)2018. The lab noted the returned condition of the tip was bent. This returned condition was assessed as not reportable. The device integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Populated concomitant medical products . Device available for evaluation?,concomitant medical products . Is device returned to manufacturer? And concomitant medical products . Date device returned to manufacturer. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, when completing a cavotricuspid ishmus (cti) line after the afib portion of the procedure was done, a steam pop was heard by the physician. Ablation was stopped, and there was a decrease in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Fluid and medication support was provided. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the operating room (or) to have open heart surgical repair. There¿s no information regarding extended hospitalization or patient¿s outcome. The device was visually inspected and the dome was found dented. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The root cause of the dome dented could be related to the handling of the device. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).